Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012, customer reported a leak of green fluid (approx 20 ml) from underneath the lh750 analytical station. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and could not find or reproduce the leak. Fse suspects it was an outside spill and not from the instrument.